Event description:
In 4/92 12 pedicle screws were inserted into rptr's spine. After implant of screws rptr developed constant pain from l5 to s2, especially in the right lower back and starting on left side. Rptr cannot wear belt or anything tight or snug around his waist, cannot touch right lower back, legs go numb and ache constantly, limited movement of waist and back, problems urinating, cannot lie on either side too long, turning over in bed is very painful, difficulty in walking or sitting, having sex is nearly impossible, cannot maintain erection, turning over feels like spine falls to side, cannot do therapy because it is too painful, has to take pain pills and muscle relaxers all the time, and always "scared" screws will break. Was never told sugery was not approved by FDA.